Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: device returned. H3, h4, h6: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that device was worn out from the tip. The observed condition was consistent as an end of life indicator for the device. No other issues where identified. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the scrdriver shaft t8 self-holding would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: supplier - (B)(4)/ inspected, packaged and released by: monument release to warehouse date: 21-oct-2019. Part number: 314.467, stardrive screwdriver shaft t8 105mm. Lot number: 12l9778 (non-sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Note: there was no inspection sheet included in this DHR for review. Certificate of compliance supplied by universal punch dated 25-sep-2019 and certificate of tests supplied to universal by carpenter dated 28-mar-2018 were reviewed and determined to be conforming. Hardness certified to be within specifications. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: manufacture date updated.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, a removal surgery was performed. During the removal of screws for an olecranon plate, it was difficult to remove them because the tip of the screwdriver was worn. The removal surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) scrdriver shaft t8 self-holding this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.